Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless add'l significant info is received.

Event description:
An unspecified band aid product was wrapped around the childs finger too tightly for approx 2 weeks. The child lost part of her finger as a result.